Event description:
Information received from the field notes that the patient presented to the clinic for the first time since implant in november 2003. Bipolar atrial lead impedance was <200 ohms with no sensing or capture and no signal apparent on the iegm. X-ray did not reveal crush or dislodgement. The patient was scheduled to return in one week. No further information was received regarding device function.